Manufacturer narrative:
D10 concomitant product: sigphandle; sig power sigphandle handle; (serial number: (B)(6) sigphandle; sig power sigphandle handle; (serial number: (B)(6) sigphandle; sig power sigphandle handle; (serial number: (B)(6) sigphandle; sig power sigphandle handle; (serial number: (B)(6) sigphandle; sig power sigphandle handle; (serial number: (B)(6) sigphandle; sig power sigphandle handle; (serial number: (B)(6) sigphandle; sig power sigphandle handle; (serial number: (B)(6) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found one battery was vented, wet with electrolytic fluid. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. The handle was connected to master control panel (mcp) and the device software blob could not be read. The inability to read the software blob is a sign of the micro secure digital (sd) card being corrupted. It was reported that handle was not charged. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The man ufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation also detected the unreported condition of 'micro sd card corruption' that had no relationship to the reported condition. The cause of this condition could be traced to software design. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the multiple devices were found with specific issues, including icons on the oled (organic light emitting diode) screen such as a handle with an exclamation mark. An empty red battery icon crossed by a bar and a handle crossed out with a red circle and an exclamation mark on top. Six handles exhibited a problem where, after a few minutes on the single bay charger, the indicator light turned red. One power handle error also appeared on the screen. Each affected handle was replaced with another handle. There was no patient involvement. Medtronic's initial evaluation of the incident device observed vented battery was determined to be from battery degradation (component failure).